Event description:
It was reported the patient experienced intermittent therapy. It was stated the patient would receive good therapy and then at times not get enough. The efficacy depended on how the patient lied down. The patient underwent a catheter revision on the date of the report. During the revision, the catheter was disconnected and no cerebrospinal fluid (csf) back-flow was seen; could not be aspirated. Patency of the proximal catheter segment was determined to be ok. Following the revision, the drug dose was decreased. The spinal segment had been replaced. The patient status was unknown. The pump was used to deliver clonidine, bupivacaine, and morphine (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8598a, product type: catheter. (B)(4).